Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device's capture management feature did not function properly, as the ventricular threshold was not visible on the histogram. In addition, high thresholds were observed on the right ventricular (rv) lead. Reprogramming was performed, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.